Event description:
It was reported to philips that the system would not turn on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to turn on. Upon troubleshooting, fse found the power on issue and the pc box was not powering on; there was input to the power tray but no output. The defective power tray was returned to the philips for analysis and found the electronic defect and the item has no output. To resolve this issue, fse replaced the power tray. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.